Manufacturer narrative:
There are no reports of any events leading up to the surgical wound dehiscence. It is unknown if there are any pre-existing conditions that may have contributed to poor wound healing. Cultures were taken and returned no evidence of any infection being present at the implant site. It is unclear from the information available if the ipg was possibly implanted too close to the skin surface at the initial implant. Poor healing is a known inherent risk of invasive surgical procedures.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat foot pain. The implantable pulse generator (ipg) was placed in the patient's calf area, with the leads targeting the common peroneal and tibial nerves. After initially being closed, the ipg surgical incision site began to dehisce. On (B)(6) 2026 a surgical revision was performed where the ipg was removed and a new ipg was placed in a new pocket that was created to be slightly deeper. Extra stitches were added to the ipg to improve stability as well. The original leads remain implanted and in use, however they were also repositioned slightly during the revision to have the lead bundle undermined to avoid any potential of pressure from the leads on the underside of the skin.